Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported by the sales rep that during a semi-open bullectomy, a new cartridge could not be loaded into the device before the 3rd firing. The device was used on the lung. The cartridge was gold. Another device was used to complete the case. There were no adverse consequences to the patient. After the operation, it was found that the cartridge pan had come off and it was left in the jaw.